Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the product was returned wet, with the dialyzer protection caps attached to both the blood and dialysate ports. Functional leak testing was performed on the blood and dialysate sides, and no leaks were detected. No product defect was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: 10/2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed "at the bar pass area while only the cell line was connected" during priming with a polyflux 140h. There was no patient involvement. No additional information is available.